Event description:
Patient underwent uncomplicated lasik on (B)(6) 2011. She was followed by her co-managing doctor on (B)(6) 2011. Her doctor diagnosed an infiltrate od and referred the patient to the (B)(6). Patient was started on vancomycin every 30 minutes, zymaxid every hour and bacitracin/polytrim ointment overnight. Follow-up next morning. Culture was negative. On (B)(6) 2011 post op ucva 20/70 od, 20/60 os. Ph - 20/30 od, 20/30 os. Od sle - area of edema with pinpoint staining at location of healing infiltrate. Continuing vanco, polytrim and zymaxid - re-check in 5 days.

Manufacturer narrative:
(B)(4). Requested follow up from patient and account reported the following: (B)(6) 2011 - vasc 20/60 ou; rxm od -1.00 sphere 20/25-1; os -.25 -.75 x 178 20/20-1 os; iop 10/11 mmhg; sle: od. Quiet a/c. Cornea: area of haze over infiltrate scar, no staining. Trace spk with trace injection at limbus. Sle os - flap in place and clear, a/c deep and quiet. Meds: pred forte qid od and pf aft's every hour. (B)(4) epithelial infiltrate, spk, haze over infiltrate scar. At the time of this report equipment evaluation has not been completed. When the equipment evaluation is completed a supplemental report will be submitted. Evaluation, conclusion: at the time of this report equipment evaluation has not been completed. When the equipment evaluation is completed a supplemental report will be submitted.